Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 20 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter displayed an apply sample message and powered off during use. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issues had been occurring since thanksgiving. The patient does not take any medication to manage her diabetes. The patient reported that she developed a symptom of "shaky" and that she had to "use another meter" and that on (B)(6) 2016 she consumed food or drink. During troubleshooting the cca noted that it was not the first time the meter had been used and the batteries did not require replacing. There was no apparent misuse of the device. The patient was using the correct test strips and detailed that the strips completely drew up the sample. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lifescan's criteria of a serious injury.